Event description:
A (B)(6) old female pt contacted zoll lifecor customer support to report that neither of her batteries would power on the monitor. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem (monitor will not power on) has not yet been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The patient was provided with a replacement monitor.